Event description:
Ibc from patient reporting pump sn (B)(4) due (B)(6) 2018 was not working. Patient added that pump was being stored in bag with ice packs and some moisture may have built up in bag and gotten pump wet. Author asked if he had tried putting new batteries in pump. Patient said he had however patient put new batteries in pump while on the phone and the pump restarted. Author could not confirm if the moisture had damaged any of the internal components and recommended we replace pump. Advised we would send for early am delivery. No other information available. Reported to (B)(6) by: patient/caregiver. Pump did not malfunction while in use. No adverse effects from pump malfunction. Yes we are getting pump back and will replace it. Dose or amount: 37 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.